Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 8 fr angios-eal sts plus device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with color bands fully exposed. Upon microscopic inspection of the tip of the sheath, anchor could be seen. No visual anomalies were noted with the device. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to be exposed. The deployment sleeve was then moved into the rear lock position and the anchor was posted to the distal tip of the sheath. The digital force was applied to the anchor, suture unspooled, and device deployed as intended. No other functional anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position or there was an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device to the insertion sheath. When the angio-seal device was intended to be inserted into the insertion sheath, the anchor did not come out due to the deformed tip of the angio-seal device. Another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site and the vessel diameter were reported to be unknown. There were no other devices or equipment used with the reported product.